Manufacturer narrative:
H.6. Impact codes (3): corrected. H.1. Type of reportable event: corrected. B.1. Adverse event/product problem: corrected. This console was serviced at the customer's site. The field service engineer (fse) confirmed error 188 (cooling flow switch error) and error 58 (self-test process failure), and identified that water was leaking from the water tank, causing the water level to decrease, which is thought to be the cause of the errors. The reported event was confirmed. Replacing the water tank resolved the issue. The console system passed functional checks as well as power output tests at all levels. After the field service engineer performed the replacement of the water tank, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended.

Event description:
It was reported that, during lithotripsy procedure, the console displayed errors 188: "cooling flow switch error" and 55: "communication protocol error". The laser could not be used, and a ureteral stent was placed. The procedure had to be cancelled/rescheduled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that, during lithotripsy procedure, the console displayed errors 188: "cooling flow switch error" and 55: "communication protocol error". The laser could not be used and a ureteral stent was placed. The procedure was rescheduled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.